Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and was unable to recreate the reported event. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.

Event description:
The user facility reported that prior to a patient procedure the monitor to their hexavue custom room rack was flickering. The procedure was completed successfully following a short delay. No report of injury.